Event description:
Patient was being treated for a right leg angiogram with atherectomy and angioplasty. A 7 mm x 60 mm evercross balloon was used to plasty the right iliac. During the first inflation of this balloon, it burst at 12 atm. The rated burst pressure was 14 atm. Atm = atmosphere [a unit of measurement].